Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
A csf leak was reported. Etiology was catheter track and indicated as related to implant procedure. The patient exhibited symptoms consistent with post-dural puncture headache. Symptoms had been persistent, severe, and disabling though the severity was indicated mild. A blood patch was done (B)(6) 2013. The outcome was noted as resolved without sequelae (B)(4) 2013.

Event description:
It was later reported that the etiology was surgery/anesthesia. The event was related to the implant procedure and not related to the device or therapy.